Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available.